Event description:
Radiopaque band broke off during procedure. A gooseneck snare was used to retrieve the separated fragment. We were advised that there was no adverse effects on the pt and the pt was discharged as planned, with no prolonged hospitalization.

Manufacturer narrative:
(B)(4). A visual examination revealed the tip had separated, approximately 68.5cm distal to the strain relief. The separated segment was approximately 4.4cm in length. Based on the info provided, it is feasible to suggest the catheter tip came in contact with excessive force. We will continue to monitor this device.